Manufacturer narrative:
Age or date of birth, weight, ethnicity: asku - asked but unavailable. Explant date: not applicable, as lens remains implanted. Initial reporter first name: unknown/not provided. Initial reporter name and address: telephone number: (B)(6). Device evaluated by MFR (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted into the male patient's right eye the doctor noticed a small ¿pie shaped¿ defect in the lower medial aspect of the lens, close to the haptic. The doctor chose to keep the iol in the eye as the defect was not in the patient's visual field. Account indicated that the directions for use were followed and that they have used the product before. There was no further medical or surgical intervention required, and no delay in procedure was reported. Patient did not seek medical attention. It is unknown if daily activities were significantly affected. Patient status is unknown. No further information was provided.